Event description:
It was reported that I inserted a PICC on (B)(6) 2023, and found that air was entraining into the side arm while aspirating with a syringe connected to it. This was a basic kit 3 lumen PICC. The stylet was still in place during the aspiration and the PICC was inserted into the patient when this occurred. The air appeared to be entering around where the stylet passes through the rubber end. This presented a risk of air embolism, as the syringe filled up with air while aspirating. The customer noted that the side arm and rubber end appear to have changed: the rubber end appears to be thinner than previous.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope of a known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that I inserted a PICC on (B)(6) 2023 and found that air was entraining into the side arm while aspirating with a syringe connected to it. This was a basic kit 3 lumen PICC. The stylet was still in place during the aspiration and the PICC was inserted into the patient when this occurred. The air appeared to be entering around where the stylet passes through the rubber end. This presented a risk of air embolism, as the syringe filled up with air while aspirating. The customer noted that the side arm and rubber end appear to have changed: the rubber end appears to be thinner than previous.